Event description:
During a check-out procedure at the manufacturer's service center, a ventilator failed a step during testing. The device was not in patient use. The device's machine flow sensor was replaced to address the issue. Additionally, during the evaluation the blower assembly was found to be contaminated with dirt and was replaced to address the issue. The device was cleaned and tested and passed all final testing.